Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reiterated previously reported events. Patient stated that for the past 3 nights they have been having trouble and have been getting extra wet. Patient stated they have been peeing their pants. Patient stated that they are so frustrated with the device, they are considering taking it out. Patient stated that their current hcp has moved, and that has been very frustrating for them. Agent assisted the patient in making a program adjustment. While connecting to their implant the patient stated that they can normally feel their implant, and that the implant sight is tender. Patient successfully connected to their implant and changed programs. Stimulation confirmed and comfortable. Patient will continue to monitor symptoms. Redirect to hcp if issue persists. Patient called back asking what their current settings are. Agent walked patient through connecting to ins and patient was able to obtain that information. While on the call, patient did mention they were "not happy at all" with the ins and may ask their managing hcp about having it removed. Patient also voiced frustration over their managing hcp moving farther away and their assistant leaving the practice to take care of family.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and reported that they were not happy with the therapy and don't think it was doing any good. The caller reported that they left the house yesterday and soaked a pull up even though they were only gone for a few hours. The caller noted that the met with the manufacturing representative (rep) on july 12th. They set the therapy for them and gave them instructions on how to try different programs every 2 weeks. The caller noted that they were so frustrated they had not been waiting the full 2 weeks. Reviewed that they can change programs, the caller noted "this was too complicated for this old brain." Walked caller through connecting to the implant and changing programs. The caller was able to feel stim comfortably in the bike sea area. The caller will maintain stimulation and adjust as necessary. The caller also noted a previous doctors appointment and indicated "they put me in a hat and checked to see if I emptied all the way and I don't empty all together." The caller called back on 2024-aug-19 and stated that they were very disgusted with the device and want to have it taken out. The caller stated they were going 8-10 times a day. They added that they go through a whole case of pads in a month's time and they don't change it just for a little tinkle. The caller mentioned that last night was the worst night they had. The patient said they couldn't sleep and they take a sleeping pill. The caller had to take tylenol for the pain. The patient said because of the ins location it caused an annoying pain which prevented them from sleeping. The patient said they were not able to get in touch with the healthcare provider (hcp). Patient services (pss) googled and provided patient the phone number. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2024 the patient called back again repeating previous therapy concerns. They had been trying to reach their managing physician but indicated they had to leave a message with the office and had not heard back yet. Pss offered physician listings however patient declined because they are too far for them to drive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient thought they were set at 2.5 after implant but today when they checked it is now 2.7 and they have never used the equipment to make any changes to their settings. Patient services reviewed that was unexpected and the reported information would be documented. Patient said they got the stimulator for their bladder and their bladder symptoms may have improved somewhat during the evaluation maybe by 50% but since getting the permanent implant they have not noticed improvement. Patient said prior to interstim they may have had a bowel accident once in a blue moon but this morning they did not even make it to get out of bed and had a bowel accident in their pull up; this was their first bowel accident since getting interstim. Patient said their follow-up appointment was not until july 19th. Interstim therapy optimization information, stim sensation information, and control equipment general use and function were reviewed with the patient, and it was recommended to keep a symptom diary to track results. The patient was redirected to their healthcare provider (hcp) to further address the issue. During the call, patient chose to and was successful to increase by one tenth to 2.8, confirming they did not notice any sensation; it was comfortable. Patient to maintain stimulation level and will continue to track symptoms. Patient was redirected to their hcp if the issue persisted. Additional information was received. Patient called back and repeated therapy issues as previously reported. Patient said they saw an hcp associate the day afte r they called and the associate reprogrammed settings to p2 at 1.7. Patient said they didn't know why their settings were changed. Patient said that since that reprogramming they weren't able to sleep for two nights. Patient said it was uncomfortable and had to get up to void. When asked, patient said that sensation was more uncomfortable during the night when trying to sleep. Patient also mentioned that about 1.5 years ago fell and broke the sacroiliac on the right side and the implant was placed on the right side. Patient said they thought the implant would be placed on the left side. Patient said they decreased the setting to 1.2 on june 23rd. Patient said that it was no longer uncomfortable at night however they weren't sure if they had noticed any improvement in symptom control. Patient services reviewed therapy information including healing time factors as well as expectations and explained importance of patient being able to determine what was considered an overall improvement of 50% in their symptoms. Patient services reviewed general programming guidance and explained, that if possible, the goal was to try to find the lowest effective setting. During call, patient increased setting to 1.3. Patient to monitor and track adjustments and results. Patient said that implanting physician moved to a different location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the settings changing unexpectedly was unknown. The most likely cause was thought to be that the device was originally set at 2.7. The cause of the implant placement causing pain was unknown. The patient was seen on july 12. The issue was resolved.